Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the patient reported they woke up in the middle of the night with some pain behind their belly button that felt like it was going all the way through their urinary tract. The patient stated they googled it and it told them to call their managing health care provider(hcp) but the healthcare provider told the patient to call mdt. Patient services reviewed the role of patient services and the mdt representative (rep) with the patient. Patient stated they believed the hcp wanted them to ask a rep what to do before scheduling the patient to come in. Patient services provided the patient with the national answering services (nas) number for their hcp to call to page a rep, but also offered to help the patient try a different program but the patient declined stating they didn't want to turn the stimulation back on because it hurt and that they'd rather go into their hcp to have the system assessed. Patient services asked the patient if they'd had any falls or traumas and the patient stated no, but that they would sleep "funny," and "toss and turn a lot" in their sleep and end up on the ins. Patient stated sometimes they would feel the device move around in their back and they would have to flatten it out, so they weren't sure if maybe they'd flattened it out last night and that's was what was causing the pain. Patient stated they weren't sure but stated it was pretty reasonable that might be the issue that led to the pain. Patient services asked the patient if they'd told their hcp about the ins moving around and the caller stated they thought they might have told their healthcare provider about it but they didn't know if the healthcare providers office was aware of it. Patient services redirected the patient to follow up with their hcp to have the implanted system checked. Patient stated they were going to call their hcp to set up an appointment and provide the hcp with the nas number so a rep could be paged to come to the appointment. Patient services called patient back to inquire when the ins first started moving around but the patient did not answer so a message was left. The patient may call back. Documented reported event. No further action was taken by patient services.